Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A clinical system data specialist reported that the a1114 mayfield infinity skull clamp rocker for the two pins was very loose. The date of the incident was not provided. There was no patient injury nor a delay of surgery noted. Additional information has been requested.

Event description:
N/a.

Manufacturer narrative:
The device was returned for evaluation. Unit cleaned per protocol. Unit received with the lock having both rotational and lateral movement also is sticking and a residue buildup is present. The lock will need new components added to replace worn internal parts. Unit needs to be machined to have heli-coils added to large starburst threads. General maintenance and cleaning required. The device history record showed no abnormalities related to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number that can be associated to this complaint event. Sampling plan reviewed and is acceptable. Device is 100% tested prior to final acceptance. The reported complaint was confirmed. Root cause of movement is most likely wear and tear, however, after discussions with service department, the observed residue build up is most likely the result of decontamination or sterilization method outside the prescribed and validated method in instructions for use.